Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem "upstream occlusion failed to alarm" was not reproduced. The device was tested for upstream occlusion detection and upstream air testing and it passed. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of calibration. The ultrasonic sensor required to be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed to alarm upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.